Event description:
It was reported that the customer's pump stopped insulin delivery on multiple occasions. The customer's blood glucose level was not impacted. The pump history showed that multiple occlusion alarms had occurred. As the customer was not receiving an alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of these occlusions was not possible.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.